Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) says that when they charge implant "it overheats and finishes before its actually done charging". They said "it started on and off a little over 2 weeks ago. The patient was sent a replacement recharger (rtm). No symptoms were reported. Additional information was received from the patient. Pt called back from number on file and said they received their replacement rtm and they had questions about how to send the previous rtm back to manufacturer. Pt called back and said that everything was working fine when charging their implant with their recent rtm replacement until 3 days ago. Pt said that their controller will blink orange and tell them that their implant is finished charging and their implant is only charged up to 30%. Pt also said that they don't move and will be charging for a little over an hour when this happens. Pss had pt reset their controller. Pt saw no visible damage to the controller contacts or controller port. Pt saw no visible damage to rtm. Pss sent email to repair to replace the controller. Additional information was received from a patient (pt) regarding an external device. Pt called back inquiring assistance on setting up their controller, ps assisted caller on setting up the controller and once the set up was complete the implant was recharging at excellent with a green flashing light.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) , product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6) ) revealed a recharger antenna failure; the "no device found" message was noted. The device failed on bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.